Event description:
A customer reported that a cartridge leaked insulin, occurring once with the leak originating from the cartridge pigtail. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully changed the cartridge and resumed insulin therapy, and technical support arranged for a return merchandise authorization for the cartridge.